Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited noise on the ra channel. After implanting a new lead, the noise came back upon closing. The lead had switched to unipolar. After the pacemaker was set back to bipolar, the noise re-appeared. Furthermore, the device was explanted and was replaced with a new pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise on the ra channel. After implanting a new lead, the noise came back upon closing. The pacemaker system had triggered a lead safety switch(lss). After the pacemaker was set back to bipolar, the noise re-appeared. Furthermore, the pacemaker was explanted and was replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Corrected description and device coding.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Corrected description and device coding. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than a hole in ra and rv tip seal plugs. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise on the ra channel. After implanting a new lead, the noise came back upon closing. The pacemaker system had triggered a lead safety switch(lss). After the pacemaker was set back to bipolar, the noise re-appeared. Furthermore, the pacemaker was explanted and was replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Corrected description and device coding. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than a hole in ra and rv tip seal plugs. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than a hole in ra and rv tip seal plugs. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system exhibited noise on the ra channel. After implanting a new lead, the noise came back upon closing. The pacemaker system had triggered a lead safety switch(lss). After the pacemaker was set back to bipolar, the noise re-appeared. Furthermore, the pacemaker was explanted and was replaced with a new device. No additional adverse patient effects were reported.